Manufacturer narrative:
Device evaluation of belt (B)(4) has been completed. The reported problem (damaged cable) was confirmed. As received, the cable connecting the distribution node (dn) and rear therapy electrodes (te) was pulled from the dn, damaging internal wires. The root cause of the damaged cable and wires is excessive force placed on the cable. Device evaluation of belt (B)(4) has been completed. The reported problem (code 204) was confirmed. As received, there was contamination inside the distribution node (dn). The cause of the code 204 is the contamination. The root cause of the contamination is liquid ingress of an unknown contaminant. No adverse event resulted from the defective electrode belt. Device manufacture date: belt (B)(4): 06/03/2014; belt (B)(4): 11/13/2015.

Event description:
A us distributor contacted zoll to report that there was a damaged cable on the patient's electrode belt. When a zoll representative visited the patient to exchange the belt, the replacement belt produced service code 204.